Event description:
The end user reported that unknown number of precut opening wafers were off-centered from box of ten. Further, the end user mentioned that she received a new order and in which she noted the opening was off-centered on some of them and could not quantify at this time. Moreover, she cares for her father who was in the hospital, so she was unable to provide much detail since she was with him. She advised that she would call back, however she did not. She had images but was not tech savvy, so she was having difficulty emailing pictures. Furthermore, consumer also mentioned that she had an ongoing problem with the precut opening being off-centered. The duration of use was unknown. No photograph is available at this time.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).